Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one month post procedure, the patient experienced leaking of the closure device. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as 19jan2024 since this is when the commenter posted the allegation. D6a: implant date - estimated as (B)(6) 2023 since this is approximately one month prior to the note of "one month tomorrow" relative to the date of the commenter's post.